Event description:
During preparation for use a cardiopulmonary bypass procedure, a failed power supply was observed. The heart lung console is fully functional with one of the two power supplies operating, however, without the second power supply, the backup battery power source cannot be recharged. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.